Manufacturer narrative:
Event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead was extrinsically over-rotated.

Event description:
It was reported that during the implant attempt, the lead appeared to have a defect in the fixation spring. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).